Manufacturer narrative:
Investigation is ongoing. The status of the device is unknown.

Event description:
As reported to the patient registry department the 23mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach was explanted two years and eight months post implant for an unknown reason. Additional information received indicated that the reason for explant was the patient became symptomatic with stenosis got worse "due to mitral valve" and the patient needed mitral valve replacement.

Manufacturer narrative:
Upon further investigation, a redaction to this report is required. Additional information received indicated there was no reported edwards thv aortic valve dysfunction. The patient became symptomatic due to worsening mitral valve stenosis therefore, the patient needed a mitral valve replacement. The 23mm sapien 3 ultra tavr valve was explanted during a mitral valve surgical procedure due to interference with the tavr valve. Per the reporter, in order to implant the mitral valve the tavr valve had to be explanted. The patient expired 5 days post-surgery the cause of death was not reported and remains unknown. There was no allegation of an adverse event or device malfunction related to the identity, quality, durability, reliability, safety, labeling, effectiveness or performance of this edward device. This event is no longer reportable to the FDA.